Event description:
Approximately three years eleven and a half months post hvad implantation, the patient was admitted to the hospital with complaints of hematuria and elevated plasma free hemoglobin and ldh levels. Preliminary log file analysis confirms a progressive rise in pump power in the days prior to the reported event. CT scan results were unremarkable but at some point thrombus was confirmed. The patient was subsequently taken to the operating room for pump exchange. He was discharged home three weeks later in very good condition.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The hvad pump hw590 was returned to heartware for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that pump (hw590) met all requirements for release. The reported complaint event code "high watts" could not be replicated during functional test. The reported event was confirmed during controller log analysis. Logs indicate a slight increase in power consumption and estimated flow starting on (B)(4) 2014. Analysis of the device revealed that the device met specifications. Visual inspection of returned unit did not identified abnormal wear, scratches, or abrasion on the incident device. During dimensional verification, the rear housing disc curvature was found out of specification. However, this out of specification does not appear to compromise the performance of the pump. The device malfunction was confirmed; however, there is no evidence to suggest that the device caused or contributed to the reported event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Serious and life threatening adverse events, including device thrombosis and reoperation, have been associated with use of this device as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines of inr between 2.0 and 3.0). While there is no evidence based on the available information, it may be possible that there were some underlying health conditions that could have predisposed the patient to this event. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. This report may be based on information which heartware has not been able to investigate or verify prior to the required reporting date. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
The device has been received and is awaiting further analysis. Additional information will be submitted within thirty (30) days of receipt.